Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had an absence of a no delivery alarm. The customer's blood glucose level was 16 mmol/l at the time of the incident. The customer did not troubleshoot and did not send the product back for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The insulin flow blocked alarm functioned properly during the basic occlusion and occlusion tests. The pump had a pillowing keypad overlay and a scratched case.